Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "the clips were not closing correctly. They weren't scissoring, but not closing properly. Clips would just come off the tissue very easily." Patient status - "no patient injury."

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incidents. The root cause of the incomplete clip closure remains unknown; however, from previous experience, clips may not incompletely close if the plastic trigger is not fully squeezed to the plastic handle. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.